Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain /pain") in a female patient who received essure for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), arthralgia ("joint pain"), menstruation irregular ("irregular menstruation"), menorrhagia ("prolonged menstruation/ heavy, abnormal menstruation"), dysmenorrhoea ("severe menstrual pain"), dyspareunia ("pain during intercourse"), abdominal pain lower ("cramping"), abdominal distension ("bloating"), headache ("headaches"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the abdominal pain, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal distension, headache, vaginal discharge and fatigue outcome was unknown. The reporter considered abdominal pain, arthralgia, menstruation irregular, menorrhagia, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal distension, headache, vaginal discharge and fatigue to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain /pain. She underwent laparoscopic bilateral salpingectomy and hysterectomy approximately 10 months after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain in women may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-mar-2017: quality-safety evaluation of ptc ((B)(4)). Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe abdominal pain /pain. She underwent laparoscopic bilateral salpingectomy and hysterectomy approximately 10 months after insertion. This event is anticipated in the reference safety information for essure. Abdominal pain in women may have multiple causes, including gynaecological and non-gynaecological etiologies. In the present case, no information regarding consumer's medical history and concurrent conditions was provided. Given the nature of the reported event and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since surgical intervention was required. Non-serious events were also reported. A product technical analysis resulted in an unconfirmed but plausible product quality defect and a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and menorrhagia ("prolonged menstruation/ heavy, abnormal menstruation / abnormal bleeding menorrhagia") in a 39-year-old female patient who had essure (batch no. D08830) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" and device monitoring procedure not performed "did you undergo an essure confirmation test-no". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1997 and (B)(6) 1998), abdominal cramps and meningitis. Previously administered products included for an unreported indication: ibuprofen, cefprozil, meclizine, ferrous sulfate, selenium sulfide, ondansetron, famotidine and neomycin. Concurrent conditions included obesity, hemorrhagic anemia since 2015, non-tobacco user, d & c, offensive vaginal discharge, eye redness, eye irritation, photophobia, pelvic pain, latex allergy, adenomyosis, chest pain, cough and shortness of breath. Family history included diabetes mellitus (maternal grandmother, paternal grandmother) and hypertension (maternal grandmother, paternal grandmother.). Concomitant products included medroxyprogesterone acetate (provera) from (B)(6) 2016 to (B)(6) 2016 for haemorrhagic diathesis as well as azithromycin, ciprofloxacin (cipro), clotrimazole, docusate sodium, fluconazole, hydrocodone, medroxyprogesterone, naproxen, oxycodone and paracetamol (acetaminophen). On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced arthralgia ("joint pain"), abdominal distension ("bloating / gastrointestinal or digestive system condition - type: bloating"), fatigue ("fatigue / fatigue"), weight increased ("weight gain/ loss (specify which one) gain") and constipation ("gastrointestinal or digestive system condition - type: constipation"). On (B)(6) 2016, 15 days after insertion of essure, the patient experienced cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and vaginal infection ("vaginal infection") with vaginal discharge. In (B)(6) 2016, the patient experienced headache ("headaches / headaches"), migraine ("migraines") and allergy to metals ("nickel allergy") with rash and arthralgia. In (B)(6) 2016, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). On (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("severe menstrual pain / dysmenorrhea(cramping) with bleeding."), dyspareunia ("pain during intercourse / dyspareunia (painful sexual intercourse)") and vaginal haemorrhage ("abnormal bleeding(vaginal)"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular menstruation"), abdominal pain lower ("cramping"), vaginal disorder ("vaginosis") and pelvic pain ("pain"). The patient was treated with surgery (laparoscopic bilateral salpingectomy and hysterectomy on (B)(6) 2016) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the abdominal pain, menorrhagia, menstruation irregular, dysmenorrhoea, dyspareunia, abdominal pain lower, abdominal distension, headache, fatigue, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, migraine, allergy to metals, weight increased, constipation, vaginal disorder and pelvic pain outcome was unknown and the arthralgia had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, arthralgia, constipation, cystitis, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, headache, menorrhagia, menstruation irregular, migraine, pelvic pain, urinary tract infection, vaginal disorder, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. She did not allege that essure caused birth defects. Mr- both side 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.2 kg/sqm. On (B)(6) 2016 : hcg urine qualitative : negative. On (B)(6) 2016 : us non ob transvaginal : impression-1. 2 cm uterine fibroid. 2. Otherwise, unremarkable ultrasound of the pelvis. On (B)(6) 2016 : bacterial vaginosis panel : mycoplasma hominis-detected. On (B)(6) 2016 : x r chest : impression-subtle left lower lobe opacities may represent early pneumonia. On (B)(6) 2016: CT abdomen pelvis without contrast : 1. Extensive postoperative pneumoperitoneum as well as a suspected mild adynamic ileus with fluid-filled small bowel loops and colon. Physician suspect the free air is all postoperative in nature. Some air is also noted within the abdominal wall and periumbilical region related to previous laparoscopic ports. There is fullness of the vaginal cuff as well some stranding as would be expected on postop day 1. No definite postoperative hematoma is appreciated. No evidence of obstructive uropathy. 2. Air within the bladder likely related to recent foley catheter placement. On (B)(6) 2016 : surgical pathology reports : final diagnosis-endometrial curettings-a-early secretory endometrium circa day b. No evidence of atypia or malignancy gross description-submitted in formalin in a container labeled with the patient name and date of birth (accession sheet endometrial curettaings) is a strip of pink tissue birth (accession sheet states endometrial currettings) is a strip of pink tissue measuring 3 x 0 .4 x 0 .1 cm the specimen is submitted in toto in (block a) csw/1tw ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: medical device monitoring error." Most recent follow-up information incorporated above includes: on 26-feb-2018: events- "abnormal bleeding(vaginal), allergic or hypersensitivity reaction- type: skin rashes, allergic or hypersensitivity reaction- type: joint pain, bladder infection, urinary tract infection, vaginal infection, apareunia (inability to have sexual intercourse), migraines, nickel allergy, weight gain/ loss (specify which one) gain, gastrointestinal or digestive system condition - type: constipation, vaginosis, did you undergo an essure confirmation test-no", lot number, reporter, historical condition added from pfs. Event - "endometrial ablation performed concomitantly with the essure micro-insert implantation", lab data, historical and concomittant condition, historical and concomittant drug added from medical record. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.